Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case# FDA-2014-n-0736-2220, awareness date 28-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011. She stated that she developed numerous side effects. The first issue she noticed was weight gain; she began gaining weight for no apparent reason. She had to stop wearing makeup because anytime she would apply it; her face would become so itchy and then she would then break out in acne like blemishes for about 4 days. She lost her hair in clumps. She went to her doctor to check her hormones and thyroids. Everything came back fine. She had developed high blood pressure and her period during this time was so incredibly heavy that she needed to change a heavy duty tampon and pad every 30 minutes for 7-10 days. When she was not menstruating, she was bloated. Sex was painful; she was exhausted all the time. She could not remember simple things and frequently found herself in a daze trying to refocus; she felt like she was losing her mind. Her teeth began breaking and falling out and she had really horrible headaches. When she would go outside in the heat, her skin would feel like tiny ants were biting her on her arms, chest, and legs. In (B)(6) 2014 essure was removed and since then, every side effect disappeared except for her high blood pressure. The product technical complaint investigation results which ptc number is (B)(4) was received on 20-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per (B)(4). A batch review of similar cases is not applicable as no batch number was reported. In summary, based on available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and her cycle was incredible heavy. Essure was removed and symptoms disappeared. This event, seen as menorrhagia, is serious due to required intervention and listed in the reference safety information for essure. Menses pattern changes are frequent in women with essure in place. Thus, given event's nature and recovery after removal (positive dechallenge), causality with essure use cannot be excluded. Since essure removal was required this case is regarded as incident. Non-serious event were also informed. Based on available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.